Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. Issue did not cause rapid loss of insufflation/pneumoperitoneum. Procedure was completed robotically. There was no patient injury. Please refer to section a for patient information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the port broke off when insufflation was attached from the universal seal. The product was discarded. The procedure was completed with no reported injury.